Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated (value not provided). Customer changed the infusion set and cartridge and bg decreased to 453 mg/dl and continued to decrease. Customer alleged the pump was not delivering insulin; however, during troubleshooting with tandem technical support (cts), customer reported using cartridges beyond three days and did not know if insulin was expired. Customer refused to check pump history. A partial pump system check showed no issues. Cts was unable to obtain additional information or complete the pump system check as the customer was uncooperative.